Event description:
Customer reported a vertical crack at the female luer during use on a patient. There was no patient harm or medical intervention required. Although requested, no additional patient or event details were provided by the customer.

Manufacturer narrative:
(B)(4). No product will be returned per customer. The customer complaint of female luer cracked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.